Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The healthcare provider requested compatibility guidelines for an MRI. Per the healthcare provider the pump was turned off 2 weeks ago as the pump wasn't working and had requested to know what that meant. The patient was currently in the hospital and the reporter had limited details.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump "never worked right" and the medicine never went to the right place. The patient stated the hcps lied to her and kept filling it. It was further stated that it never gave any relief and in the year it was implanted she had more pain than she had before it was implanted. It was further stated that the pain was all over her body due to arthritis, degenerative disc disease, and other pre-existing conditions. It was further stated that all the pump did was "jump around" and was sticking out of the pocket since implant. The patient's doctor informed the patient that her pump was "put in wrong" and would have to be taken out and then put in again. It was then stated that there was no way she was doing that and was scheduling the explant.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 29-jul-2016 and it was reported that the patient¿s pump had been ¿nothing but horror¿ since she had it put in. Per the patient, her pump was ¿put in wrong¿; however, the patient could not clarify what she meant by this. The patient stated that since implant the pump ¿constantly flipped¿ and it never gave her relief. On (B)(6) 2016, the patient had surgery to re-suture the pump down. The patient was told by her doctor that she had "4 leads that were bent, cracked and not working¿. She was told "4 were replaced". Several attempts were made to clarify what the patient meant by this because the pump didn¿t have leads and the patient did not have a stimulator. The patient continued to insist that this was what she was told. At the time of the report, the patient¿s pump was not turned on and she would likely have it taken out as soon as possible. The pump was no longer flipping after it was revised. The pump currently contained dilaudid and had previously contained morphine.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had a health-related question regarding stimulation therapy for chronic pain of back/spine (note this is conflicting with the later report that the patient had a pump). It was related that the patient had a pain pump for one and a half years and stated that it never worked. It was also stated that it moved and protruded from the patient¿s midriff ¿like an aa breast.¿ it was indicated that the patient showed pictures but it ¿didn't matter.¿ it was noted that the patient had to be put under an x-ray each time to find the port to fill for and it would not stay still even then. It was stated that the doctor finally told the patient that it never worked delivering the morphine and dilaudid into the tube to the patient¿s spine, per the consumer. The patient asked where did a year and a half of the medication go and the doctor looked the patient straight in their eyes and said that he didn't know, per the consumer. The patient had suffered from chronic muscle spasms, horrible headaches,and earaches for quite some time then. The patient had to see a doctor for it since last (B)(6). The patient stopped all narcotics last (B)(6) 2016. The patient¿s pump was supposed to come out in (B)(6) but it wasn't until (B)(6). It was stated that it was like ¿lightning bolts shocking [the patient] and burning it up.¿ the patient¿s question was could the morphine and dilaudid that the doctor had no idea where it went have harmed the patient and whether the patient needed to see another kind of specialist. It was stated that the patient realized the manufacturer was in no way responsible but that they thought the manufacturer might be able to help the patient with ¿a direction to go.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.